Event description:
Same case as: 6000093-2006-01440. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The stenosed lesion being treated was located in the severely calcified ramus interventricularis anterior (riva). The lesion was predilated with a 2.0 mm balloon. The struts of two 2.50x12 mm taxus express2 drug eluting stent were damaged when advancing to the lesion. The procedure was completed with another taxus express2 drug eluting stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.